Manufacturer narrative:
Device evaluation summary: the reported erroneous results issue was not verified during service. Service technician was unable to reproduce and confirm the customer reported issue, but identified lots of blood from the lift bar. The bloods were cleaned from the unit. Electric safety test performed, and passed. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a hms plus instrument, it was reported that the unit was giving erroneous results from well no 5. Use of instrument was unspecified. There was no adverse patient effect associated with this event.